Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to event for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Data analysis was performed, and it was confirmed that the power consumption is increasing in a gradual fashion. Boston scientific technical services recommended the device to be replaced or re-evaluated within 90 days. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Data analysis was performed, and it was confirmed that the power consumption is increasing in a gradual fashion. Boston scientific technical services recommended the device to be replaced or re-evaluated within 90 days. No adverse patient effects were reported. This product remains in-service. Additional information was provided, it was reported that this pacemaker was found to be in safety mode and the physician had requested that the patient be admitted into the hospital. During the patient stay in the hospital there were pauses of up to seven seconds recorded but the patient was asymptomatic to these events. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Data analysis was performed, and it was confirmed that the power consumption is increasing in a gradual fashion. Boston scientific technical services recommended the device to be replaced or re-evaluated within 90 days. No adverse patient effects were reported. This product remains in-service.additional information was provided, it was reported that this pacemaker was found to be in safety mode and the physician had requested that the patient be admitted into the hospital. During the patient stay in the hospital there were pauses of up to seven seconds recorded but the patient was asymptomatic to these events. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.